Event description:
Initial result for a patient total protein was >12 g/dl. When repeated, the results were 9.5 and 8.5 g/dl. The incorrect results were not used to guide therapy. The field service representative found the cleaner valves were defective adn repaired the instrument by replacing the valves.